Manufacturer narrative:
(B)(4). An unknown pump was used and the medication that was infused was paclitaxel.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.this is a product not distributed in the us and does not have a 510k number.a batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) a vented paclitaxel set that leaked. It was reported that the leak occurred one hour into infusion at the part of the set that was in the loading area of the pump. A patient was involved but no injury was incurred or medical intervention was reported. No additional information is available.